Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The physician was trying to direct stent the 99% stenosed circumflex with a 3.00x16mm taxus express2 drug eluting stent (des). However, the taxus express2 des was unable to cross the lesion. The device was removed and it was noticed that the stent strut was flared. The lesion was then predilated with a maverick balloon and the physician crossed the lesion with another 3.00x16mm taxus express2 des and the procedure was successfully completed. No pt complications were reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.